Event description:
It was reported patient underwent a shoulder arthroplasty on an unknown date. Subsequently, patient alleges the need for a future revision due to a fractured trunnion. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to a fractured trunnion. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05819 & 2014-02482).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to a fractured trunnion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of manufacturing history found no evidence of product non-conformance. Material analysis shows the trunnion of the stem appeared to have undergone a fatigue fracture due to stem notching caused by cup-neck impingement. The bearing surfaces show evidence of edge loading consistent with the observed impingement. The fracture suggests that the cup was misaligned either at implantation or it moved shortly after. This led to impingement of the stem and gradual erosion of the neck of the stem. This severely weakened the neck of the stem, leading to the fracture observed. Biomet package insert 01-50-0960 contains the following warning: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."